Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock and dislodged due to twiddlers and confirmed via x-ray on the right ventricular (rv) lead. During surgery it was noted that the device migration due to twiddlers was noted implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD was revised. The patient was in stable condition.